Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, software version#: 2.1.0. H3, h6) the system was serviced in the field and there was insufficient information provided. Codes b01, c19, and d15 are applicable. H3, h6) software data was received and the reported behavior was not able to be re-produced in house as the trace pattern used by site was not good. The site collected the trace points on soft tissue regions, like cheeks and eyebrows. However, provided logs captured an unexpected exit. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that while navigating they received the error code 64 message and were required to reboot again. This issue has been happening more frequently, even with limiting the amount of annotations, alerts, plans, etc. The surgeon rebooted the system and resumed navigation with no impact to the patient and a less than hour delay. It was noted that the error code 64 seemed to happen when advanced features are activated, using more resources than required.

Manufacturer narrative:
H2-3: a manufacture representative went to the site to test the navigation system. The solid state drive was replaced and the system performed as intended. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Another relevant device is: product ID: 9736356, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.